Event description:
Discordant low immulite 2000 ipth and discordant high acth results were generated on two patient samples. Both samples were repeated several times by the laboratory. There is no known report of treatment given or withheld based on the discordant ipth and acth results.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the immulite 2000 instrument. After evaluating the instrument, the fse replaced the substrate pump, upper and lower seals, a spring and re-soldered the wires on the vacuum pump. The instrument is performing within specifications. No further evaluation of the device is required.